Event description:
Customer states the on off switch on this new joystick is also not working correctly. He states the on off switch is getting stuck forward and when manually pulled back and pushed again it it does not change drives.